Manufacturer narrative:
Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on every configuration at higher outputs from the left ventricular (lv) lead. The patient had an uncomfortable feeling and occasionally a hiccup-like feeling when lying down. The patient did not feel it once the lv lead was turned off. The lv lead was left off per the physician and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.